Event description:
It was reported that the locking feature is broken. There was no patient involvement. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. A service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. An additional evaluation was performed. The customer reported the locking feature was broken. The repair technician reported the item was binding. The item is not repairable. The cause of the issue is unknown. As per received condition of device; upon receipt, the part¿s locking screw is disassembled from the instrument and the connector pin is not with the complaint. The cause cannot be determined; most likely, the connector pin broke or otherwise detached, but without the pin to evaluate, no root cause can be found. There is no other appreciable damage to the device. Based on the evaluation, the complaint condition is confirmed but is not considered to be related to manufacturing processes or materials. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.